Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 34 mg/dl at the time of the incident. The caller stated the customer does not eat and had 6 strokes. The customer used food and was given intravenous fluids to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The caller stated that they had to change the customer's pump settings the previous year as during the summer the customer is out longer and eats less. The customer had another low event on (B)(6) 2019 with 32 mg/dl blood glucose levels. The insulin pump will not be returned for analysis.